Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient has been having trouble with their feet for 3 or 4 weeks now. The patient reported that they had no falls or trauma. The patient had been staggering around like a drunk and they don't think it was adjusted properly. The patient programmer showed on and ok and their left side was 3.00 and their right side was 2.70. The patient tried to increase the right side and they got an upper limit reached screen. The patient had a loss of therapy. No further complications were reported as a result of this event.